Event description:
After working with therapy, it was noted that the patient's foley catheter had fallen out. It appeared that the balloon wasn't inflated. I kept the catheter to send it off for testing, but I attempted to blow up the balloon myself and did not note any abnormalities. Either way, the patient is pod1 [post-operative day one] from a whipple and had to have a new foley reinserted for accurate I/os [intake and outputs].